Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One stiffening stylet and one 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation showed the majority of the stylet was unraveled and the stylet was broken about 3.5 cm proximal to the distal end. A microscopic observation revealed the distal tip of the stylet was missing. The fracture surface of the core wire was observed to be angled and peaked. Striations were observed on the fracture surface of the core wire as well, indicating it was cut with a ground-sharpened instrument. Striations were also observed on the fracture surface of the distal-most break in the coiled wire, which was also observed to be angled and uneven and on the surface of the distal end of the catheter. The fracture surfaces of the other break were observed to be mostly flat and granular in texture. The surface texture and shape of the break in core wire as well as the distal break in the coiled wire of the stylet are indicative of damage caused by a sharp instrument. The product IFU cautions: ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of recn2116 showed one other similar product complaint(s) from this lot number. The complaints for this lot number recn2116 have been reported from the same facility.

Event description:
It was reported that stylet was extended when the stylet was pulled back after locking the spin lock and the catheter luer of trimmed catheter. There was no reported patient involvement.